Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were difficulties with charging. The controller was not recognizing the implanted neurostimulator, displaying a 'no device found' error. Initially, there was poor recharge quality, requiring repositioning for better quality. The green light on the controller was not consistently blinking during charging, and an orange light appeared twice on the controller while charging. After a myelogram, the patient was unable to recharge the implanted device and experienced significant pain from myelogram. The implant was located in the lower back or possibly the buttock area. The patient attended physical therapy for back pain. Troubleshooting steps included resetting the controller by plugging it into an ac power supply without the li battery, then reinserting it after verifying the controller powered on. The patient confirmed the green light was blinking, and the controller had an 80% charge. After repositioning, the patient was able to start a charging session with excellent quality. The issues were resolved through these troubleshooting steps, and the patient was advised to monitor the situation and contact support if further assistance was needed. Additional information was received from the patient. It was reported that charging was difficult and intermittent. Couldn't keep a charge on implanted device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the issue was resolved. No further information.